Event description:
It was reported that this implantable pulse generator was surgically abandoned due to an unknown issue. A new pulse generator was successfully implanted. No additional patient adverse effects were reported.